Event description:
A report was received that a patient would undergo an explant. The patient's anchors were bulging in the lower back causing pain. In addition, the patient needs to proceed with mris and the device was not providing adequate pain relief. The physician will not provide any additional information regarding the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-50 serial# (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inches stylet.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient would undergo an explant. The patient's anchors were bulging in the lower back causing pain. In addition the patient needs to proceed with mris and the device was not providing adequate pain relief. The physician will not provide any additional information regarding the explant.